Manufacturer narrative:
The reported health care facility's address is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a procedure performed on (B)(6) 2022. During the procedure and inside the patient, the energization of the device was poor. It was noted that the active cord was connected well and there were signs of tissue blanching. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the reported health care facility's address is (B)(6) block h6: medical device code a07 captures the reported event of suboptimal cautery. Block h10: (product investigation) one captivator snare was received for analysis. Visual analysis of the device noted that the device did not have any defective condition. Functional evaluation of the returned device found that the device was able to extend completely and retract without problems. Continuity test was also performed and the device's electrical resistance was within specification, indicating a proper connection. The reported event of "device delivers energy intermittently" could not be confirmed since no problems were noted with the electrical device testing during continuity test upon return. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no problems with the device during visual, functional and continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a procedure performed on (B)(6), 2022. During the procedure and inside the patient, the energization of the device was poor. It was noted that the active cord was connected well and there were signs of tissue blanching. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.